Event description:
The customer has been getting high results for the last 2 weeks. The customer received a blood glucose result of 595mg/dl at 5:30pm and took more insulin (15 units of nph and 5 units of r). Customer family took the customer to the hosp around 6:30pm. The hosp received a result of 38mg/dl and the customer was given an IV to bring up their glucose level and was also given food to eat. Wrong controls were in use and the device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.